Manufacturer narrative:
Insulin pump was received with partially broken off battery tube threads. Insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. Insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, faded serial number label, peeling end cap address label and partially broken off reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. Customer stated that the insulin pump had a broken hull/pump. The insulin pump was returned for analysis.